Manufacturer narrative:
(B)(4). D10. Femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 11 117 mm stem length cementless item#: 00786401120, lot#: 64960534. G7 longevity high wall 32mm d item#: 20123204, lot#: 64580197. Bone screw self-tapping 6.5 mm dia. 35 mm length item#: 00625006535, lot#: j7259867. Bone screw self-tapping 6.5 mm dia. 25 mm length item#: 00625006525, lot#: j7278087. G7 osseoti multihole 50mm d item#: 110010263, lot#: 65210707. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported from a clinical study that a patient underwent a right total hip arthroplasty. Subsequently, the patient experienced ongoing trochanteric bursitis requiring cortisone injections at 11, 16, and 19 months postop. No complications concerning the implants have been identified on x-ray. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: h6 (component code). Review of the reported event by a health care professional found: bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.